Event description:
Treatment of an avm with onyx. It was reported that during onyx injection, the physician suddenly felt a loss of pressure and the injection was stopped. Under fluoroscopy, onyx was observed proximal of the embolization. The catheter was withdrawn from the patient and a leak was found on the catheter body. Same event as MDR # 2029214-2009-00070.

Manufacturer narrative:
The device will not be returned for evaluation as it was discarded.